Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer simply cleared the alarm to resolve the issue and resume insulin delivery. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Customer continued to use the pump for insulin delivery. Customer¿s blood glucose level ranged from 151-173 mg/dl.